Event description:
A malfunction was reported on the customer's pump, though no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if any issues arose again, which the customer acknowledged and understood.